Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ("endometriosis") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the endometriosis outcome was unknown. The reporter considered endometriosis to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : endometriosis". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ("endometriosis") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the endometriosis outcome was unknown. The reporter considered endometriosis to be related to essure. ¿concerning the injuries reported in this case, the following one was described in social media: endometriosis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.